Manufacturer narrative:
Product complaint # pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Five unopened samples of product, were returned for analysis. The product is double armed and the issue sample was not received for evaluation. During the visual inspection of five samples, no defects were found on the packages. Samples were opened, and the swage and attachment area were noted to be as expected. Sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance pull off suture needle were found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: specific number of devices that had their needles pulled off during this procedure. Did all the devices had needle pull off issue during actual use on patient? The reported lot corresponds to silk suture, not ethibond suture. Please clarify the lot number and product code? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a hand surgery on (B)(6) 2018 and suture was used. While suturing the needles were popped off, staff used unknown number of sutures from the same box to complete the procedure. There were no adverse consequences for the patient.